Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was problem with wireless footswitch. The philips field service engineer (fse) inspected the system onsite and found that there was no issue with the wireless footswitch. The new footswitch was re-delivered which was not delivered when the system was new. The fse installed the wireless footswitch and reloaded the software. The system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. There was no issue with the footswitch, and it was delivered to customer site which was not delivered with the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem with wireless footswitch. The system use at the time of event was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.